Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanant cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken cautery conductor cap. A broken piece measuring approximately 0.126" x 0.262" and was not returned. Additionally, the instrument was found to have a dislodged ceramic sleeve.

Event description:
It was reported that during central processing, an issue with the permanent cautery hook was found. There was no reported injury.intuitive surgical, inc. (Isi) obtained the following information about the complaint: one permanent cautery hook had a broken cable and the other one had a physical damage (a plastic piece was broken). The customer could not tell which one had which issue (prs (B)(4)).